Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that a lead fracture was suspected. The lead was replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable.

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to high impedance and short v-v intervals. It was noted that the bipolar impedance trends were up and down. The rv lead was reprogrammed and remains in use. An additional alert was triggered for lead impedance about 1 month later. Another lead integrity alert was triggered about a month after the lead impedance alert. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.